Manufacturer narrative:
The device was returned to olympus for inspection the root cause could not be identified. Based on the results of the investigation, the malfunction was likely caused by the following: the most probable cause of the complaint "clogging of the jet tube in the control unit" is component failure. However, the most probable causes of "the air/water-cylinder (tube), air/water-tube, and jet tube having foreign objects" could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the aw-cylinder (tube) and the aw-tube with foreign objects, and the jet tube clogged in control unit with foreign objects. There were no reports of patient involvement.